Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a luer transfer set disconnected from the patient line of a honechoice cassette during peritoneal dialysis therapy. This event occurred during the initial drain while the patient was connected. During troubleshooting, the registered nurse (rn) stated that either the patient disconnected from the patient line or that the patient line became disconnected from the transfer set. The renal therapy service agent (rtsa) advised the patient to close all clamps. The rtsa had the rn cycle power twice. The rn assisted the patient in getting the cassette out and advised to start with new supplies. The rtsa reviewed proper procedures with the customer. There was no patient injury or medical intervention associated with this event. No additional information is available.